Event description:
The account alleged that the bed does not function from ac power but does function from dc power.

Manufacturer narrative:
The account found the brown and blue wires on the fuse block were not tightened down and were arcing and burnt. The account tightened the connections to repair the bed.